Manufacturer narrative:
Batch review performed on 11-mar-2020: lot 163783: (B)(4) items manufactured and released on 15-dec-2016. Expiration date: 29.08.2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot. 165152. Batch review performed on 11-mar-2020. We do not know the correct lot of the broken screw. Lot 165152: (B)(4) items manufactured and released on 15-dec-2016. Expiration date: 03.11.2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: reverse shoulder system 04.01.0165 glenoid polyaxial locking screw - l46 (k170452) lot. 165156. Batch review performed on 11-mar-2020. We do not know the correct lot of the broken screw. Lot 165156: (B)(4) items manufactured and released on 15-dec-2016. Expiration date: 03.11.2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to glenoid baseplate loosening and polyaxial screw breakage (body) after about 3 years. The patient is a retired gymnast, he is very active.

Manufacturer narrative:
Initial FDA report sent on 11-mar-2020. On the same day it was noticed that clinical evaluation has not been inserted in the initial report. A follow up including clinical evaluation has been sent on the same day (11-mar-2020). Clinical evaluation performed by medical affairs director 2.5 years after rsa the glenoid components loosens, with a screw fracture. According to report, strenuous sporting activity was performed, which is a condition that may reduce implant longevity. The images supplied are compatible with an excessive stressful situation. No other possible loosening reasons can be imagined with the data supplied.

Manufacturer narrative:
Devices returned on (B)(6) 2020 and analyzed on (B)(6) 2020 visual inspection performed by r&d project manager. The visual inspection was performed on (B)(6). The baseplate shows no bone residuals. One locking screw is locked in one spherical seat (no possibility to move it). The screw is broken about 1 cm from the screw head. The second screw, provided disassembled from the baseplate, does not show any signs of damage. The glenosphere presents mild scratches on the articular surface. The outer surface of the glenosphere screw is mildly scratched. The outer surface of the reverse liner presents massive damage, presumably due to friction with the scapula.